Event description:
This complaint was reported by the patient¿s mother that the device, 7-797, hyfrecator, was being used during a mole removal procedure on (B)(6) 2022 when it was reported that ¿the mole was successfully removed and cauterized. However, during the end of cauterization of the mole there was an unexpected large spark from the machine, causing excess heat. The instrument was immediately removed from the patient. As a result, he noted a burnt area on the heel with site redness consistent with light burn.¿ it was also reported that the patient may have been in contact with the metal tray on the surgical tray. The setting on the device was set at 18 and no grounding pad was used with the machine. The patient was diagnosed as having a 1st degree burn and it was treated with silvadene. The procedure was completed with less than 10-minute delay. The patient also received treatment at the emergency room 7-8 days later where fluid drained and dead skin cut off. ER dr said it would be 6 months minimum to heal. Currently the redness has opened in a hole the size of a 50-cent piece and a ¼¿ inch deep. It is oozing yellow green and brown. The patient is being seen at a wound care facility for treatment. There was no report of hospitalization for the patient. This report is being raised on the basis of injury due to necessary emergency room visit & follow up medical intervention.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A review of the device history record could not be performed since the item is a legacy item and could not be located. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4). Devices, for this device family and failure mode. During this same time frame (B)(4). Devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was reported by the patient¿s mother that the device, 7-797, hyfrecator, was being used during a mole removal procedure on (B)(6) 2022 when it was reported that ¿the mole was successfully removed and cauterized. However, during the end of cauterization of the mole there was an unexpected large spark from the machine, causing excess heat. The instrument was immediately removed from the patient. As a result, he noted a burnt area on the heel with site redness consistent with light burn.¿ it was also reported that the patient may have been in contact with the metal tray on the surgical tray. The setting on the device was set at 18 and no grounding pad was used with the machine. The patient was diagnosed as having a 1st degree burn and it was treated with silvadene. The procedure was completed with less than 10-minute delay. The patient also received treatment at the emergency room 7-8 days later where fluid drained and dead skin cut off. ER dr said it would be 6 months minimum to heal. Currently the redness has opened in a hole the size of a 50-cent piece and a ¼¿ inch deep. It is oozing yellow green and brown. The patient is being seen at a wound care facility for treatment. There was no report of hospitalization for the patient. This report is being raised on the basis of injury due to necessary emergency room visit & follow up medical intervention.